Event description:
On (B)(6) 2018, a conformable gore® tag® thoracic endoprosthesis (item/lot not available) was to be implanted as part of a thoracic endovascular aortic repair. According to the report, the gore® tag® device could not be advanced to its target location. The decision was made to withdraw the delivery catheter. Upon device withdrawal, the gore® dryseal sheath (item/lot not available) valve was reportedly ruptured. After the device was withdrawn, it was reported the physician noticed a metal protrusion from the leading olive at the tip of the delivery catheter. The sheath was removed and replaced, and a new ctag of the same catalog number was used to continue the procedure. The procedure went forward to completion without any further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
Correction b2 was populated in error.

Event description:
On (B)(6), 2018, a conformable gore® tag® thoracic endoprosthesis was to be implanted as part of a thoracic endovascular aortic repair. According to the report, the conformable gore® tag® (ctag) device could not be advanced to its target location. The decision was made to withdraw the delivery catheter. Upon device withdrawal, the gore® dryseal sheath (item/lot not available) valve was reportedly ruptured. After the device was withdrawn, it was reported the physician noticed a metal protrusion from the leading olive at the tip of the delivery catheter. The sheath was removed and replaced, and a new ctag of the same catalog number was used to continue the procedure. The procedure went forward to completion without any further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
Correction: event-conformable gore® tag® (ctag) thoracic endoprosthesis lot/serial number was obtained. Code 3253. Code 4315-the conformable gore® tag® (ctag) thoracic endoprosthesis was returned to gore for evaluation, the aortic introducer sheath (dryseal) was not returned for evaluation. The ctag device evaluation showed the leading end of the stiffening wire was protruding through the soft tip of the leading olive. The guidewire was unable to advance through the entire device due to an obstruction near the leading olive. The findings from the evaluation are consistent with the event description indicating that a metal protrusion from the leading olive at the tip of the delivery catheter was present. The description of a metal protrusion is consistent with the stiffening wire. The root cause for why stiffening wire was protruding from the soft tip of the leading olive could not be determined from the available information.